Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that infection was observed at the implantable pulse generator site. The device was explanted, and a new device was implanted and placed on the left side. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.